Event description:
It was reported that pump experienced malfunction alarm with code ¿malf 1¿ and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump with updated software.